Event description:
It was reported that the customer went to the emergency room (ER) with intermittent blood glucose (bg) level of 350-359 mg/dl; cause was unknown. Customer attempted to self treat and gave a manual injection, bolus and changed supplies to address bg. Tests were run while at the ER; however no treatment was received. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. A replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.